Event description:
It is reported that a customer received a motor error alarm on their old insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they just wanted assistance programming the replacement pump. Assistance was provided with programming the replacement pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.